Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 407 mg/dl and customer woke up blood glucose 400 mg/dl. The customer declined troubleshooting on insulin pump for no delivery alerts and high blood glucose. It was also reported that the insulin pump received multiple insulin pump error alarms. The customer stated that the insulin pump alarmed battery out limit alarm during normal use. The customer treated high blood glucose with manual injection. It was also reported that the contacts were damaged and spring was corroded. The reservoir will not be returned for analysis.